Event description:
Main body graft was introduced via access through the right femoral artery. Patient was noted to have very tortuous vessels. Physician had planned to deploy an iliac leg extension distal to the contralateral iliac leg graft in order to extend the iliac graft, creating a seal of the aneurysm at the desired landing zone. The selected iliac leg extension delivery system would not successfully track over the wire. The system was removed and since no other MFR's cuff was deployed at the site. Hypogastric patency ensured. The device was implanted with no noted problems. Angiogram noted an endoleak originating at the junction of the two grafts. Another MFR's leg graft was placed at the site, bridging the two devices, securing a good seal and resolve of the endoleak. Procedure concluded and deemed successful.